Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead was explanted and replaced on (B)(6) 2016 due to ineffective stimulation. Prior to the surgery, it was confirmed the lead did not migrate and an impedance check revealed no anomalies. Post operatively the patient reported she received stimulation.